Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss") and arthralgia ("predominant arthralgia mainly in the lower limbs"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, alopecia and arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia and medical device removal with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 57-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss") and arthralgia ("predominant arthralgia mainly in the lower limbs"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, alopecia and arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. On 12-mar-2020: ha reference number (B)(4) provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 57-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant medical history, and also no concurrent conditions (gynecological or non-gynecological) reported . On (b)(6( 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced alopecia ("hair loss") and arthralgia ("predominant arthralgia mainly in the lower limbs"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, alopecia and arthralgia outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered alopecia and arthralgia to be related to essure. The reporter commented: the removal of essure device was performed due to medical reason (medically necessary). Primary reason for removal was due to the adverse events hair loss and joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: essure device removal questionnaire received. Patient¿s information and essure removal method were updated. The reporter confirmed that the essure was removed due to medical reason and also because of the adverse events experienced, and considered that the device caused or contributed to the occurrence of the events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 57-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant medical history, and also no concurrent conditions (gynecological or non-gynecological) reported. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced alopecia ("hair loss") and arthralgia ("predominant arthralgia mainly in the lower limbs"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, alopecia and arthralgia outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered alopecia and arthralgia to be related to essure. The reporter commented: the removal of essure device was performed due to medical reason (medically necessary). Primary reason for removal was due to the adverse events hair loss and joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.